Event description:
It was reported that the working channel of the colonovideoscope was cleaned numerous time. The patient had a red liquid in their bowel and unable to get the working channel brush to come out clean. The issue occurred during a diagnostic colonoscopy procedure completed by using the same device. There are no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the product returned date. Updated fields: d9, h2.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6 and h11. The device was sent back to olympus for examination; however, the user allegation could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.